Manufacturer narrative:
Additional manufacturer narrative: the explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this bioprosthetic mitral heart valve was explanted after six (6) years, four (4) months due to mitral stenosis and regurgitation, secondary to calcific degeneration. This was replaced with a 31mm mechanical valve and the patient recovered well. No additional details provided.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated moderate calcification on all three leaflets, and wireform distortion around leaflet 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue fused leaflets 2 and 3 by 5mm near commissure 3 at the outflow aspect. Incidental findings - the sewing ring was cut near commissures 2 and 3, and two pledgets remained attached near leaflet 1. The wireform was exposed at the inflow aspect. Returned with the valve were three fragments of host tissue and one pledget; calcification was evident on one of the fragments the reported stenosis was confirmed as secondary to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The reported device was returned for evaluation.